Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the there was changes to the r-wave morphology when the patient was sleeping on their side. The decrease in amplitude led to the subcutaneous implantable cardioverter defibrillator (s-ICD) undersensing the r waves. This undersensing created oversensing of the t-waves. During the device interrogation they field representative was unable to recreate the change in morphology with positional changes. No programming changes were made at this time. The s-ICD and electrode remain in service and no adverse patient effects were reported.